Manufacturer narrative:
(B)(4). Customer will not return the product. Customer retained the current meter. Control solution provided. Most likely underlying root cause of malfunction:user had an inaccurate reference or low glucose value. Manufacturer contacted customer within 24 hours call for knowing customer's condition; customer stated the physician advice to drink some juice to elevate the blood glucose level; customer asked to run a blood glucose test and obtained 73mg/dl; customer did not have hypoglycemia symptoms on call.

Event description:
Customer is calling for requesting training on setting up the meter and blood test run. Customer ran a blood test during the call and obtained low results below the normal (39mg/dl and 43mg/dl). Customer stated that is experiencing symptoms of nervousness and upset. Customer advised to seek medical attention. The customer stated that ate 15 minutes before plus an insulin doses just before eating. Customer did not call for meter issue instead for instructions how to use it.